Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-14187. Related manufacturer report 1627487-2021-14188. Related manufacturer report 1627487-2021-14190. Related manufacturer report 1627487-2021-14191. It was reported that patient experienced a fall in december and experienced ineffective stimulation. Upon lead interrogation, lead migration issue was confirmed via x-ray. Three leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable. It was unknown which serial numbers of the leads therefore all five leads are being reported. Patient was stable.